Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to low blood glucose levels on (B)(6) 2018. The customer reported that his blood glucose level was 1.9 mmol/l at the time of admission. The customer reported that the insulin pump may have over delivering the insulin due to his blood glucose rising and going very low in a short period of time. In the beginning of the call , the customer reported that he had high and lows. The customer reported that he had current blood glucose levels of 8.9 mmol/l. The customer reported that the high blood glucose event began on (B)(6) 2018. Troubleshooting was performed. The customer declined to check for the settings on the insulin pump. The customer further stated that overnight on saturday he woke up with 3.1 mmol/l and treated himself with boxes of juice. The customer reported that his blood glucose went down to 2.7 mmol/l and he took another juice, his blood glucose levels was 15 mmol/l. The customer reported that he took another juice and it went down to 2.9 mmol/l. It was reported that the customer treated with food and was experiencing low blood glucose levels for a month. Troubleshooting was performed. The customer declined to check for the settings on the insulin pump. The customer stated that the programming was accurate on the insulin pump. The customer stated that the reservoir was showing more insulin than what was shown on the status screen. The customer was advised to discontinue use of the insulin pump and to return infusion set and reservoir. Insulin pump is expected to return for analysis.